Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The ¿ok¿ button on the keypad was under responsive to user presses but all the other buttons were responsive during the investigation. The keypad was removed and the ¿ok¿ button contact was found to be damaged. The investigation was able to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.